Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to confirm the death of a pt, the device was unable to obtain an ECG signal via electrode pads and prompted a "unit failed" message. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.